Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 200ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the infusion port. The leak was discovered before treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from july 29, 2020 - july 30, 2020. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photograph which observed a leak at the spike port bonding area between the spike port tube and the spike port. The reported condition was verified. The cause of the condition could not be determined, however, the most likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.